Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. Customer stated that the down button was not working. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent down button response due to unlocked lcd keypad connector.